Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the patient experienced hyperopia during stream light procedure in left eye, with a postoperative achieved manifest refraction spherical equivalent were greater than three diopters, after refractive surgery. There are multiple related reports for this facility. This report addresses the patient unknown, left eye and other manufacturer reports will be filed.

Manufacturer narrative:
Additional information provided in b.5., d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer, field service engineer performed and signed service installation record. The device meets specification as per service installation record. No associated service visit for the reported event could be identified. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. The system passed successfully all initialization steps. The user performed the gas change and the scanner test and performed the needed energy check, eyetracker test and fluence test without any issue. The reported treatment could be identified in the logfile. The user performed an energy check.. However, it is recommended that an energy check is performed between patients within thirty minutes before treatment (according to user manual). The measured energy was stable. The logfile shows that the reported treatment (left eye ) was performed successfully with one interruption the interruption was caused by the user releasing the laser pedal. It is not apparent in the logfiles why the user released the laser pedal. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No complaint-related product was received for investigation. Based on the available data no conclusive root-cause could be identified, however the available logfiles show, that the device was working within specifications. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the patient experienced hyperopia during stream light procedure in the left eye, with a postoperative achieved manifest refraction spherical equivalent (mrse) was greater than three diopters, further patient experienced corneal epithelial stippling after refractive surgery as a result prescribed vitamin a ointment. There are multiple related reports for this facility. This report addresses the patient (B)(6), left eye and other manufacturer reports will be filed.